Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 827 mcg/day via an implanted pump for intractable spasticity. It was reported the patient had an infection and the healthcare provider (hcp) planned on removing the pump, washing it and sterilizing the pump, tunneling the catheter to the armpit and externalizing the pump. The plan was to replace the pump segment portion of the catheter on the date of this report and the rep was calling for catheter revision considerations. The hcp planned to put the pump back internally at a later date. No symptoms were mentioned. The event date was asked and unknown. The rep had no further information and planned to call back and the call was disconnected as she was in the middle of the case. The rep called back during the catheter revision to confirm the catheter lengths. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the infection was first noticed on (B)(6) 2019 and a culture swab was done. The cause of the infection was enterococcus/fecal matter bothering the incision. The infection was resolved. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was unknown if the infection was related to the device.